Event description:
It was reported that the patient recieved an inappropriate shock. The egm for the episode was reported as being consistent with 60 hz emi noise. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise - elevated v-sic counts are observed at an avg of 23.3 counts/day beginning (B)(6) 2010. Elevated sic can indicate the presence of noise. Oversensing - one episode of short v-v cycle vf of < 210 ms is observed on (B)(6) 2010.